Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one user was unable to saw multiple options when logged in. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the user account on server and verified that the user role was not assigned to any area. Further the tss advised customer to reach out the pharmacy to assign role in server to the required area. Further the user confirmed that the access was regained. The user also asked whether the tab access can be rearranged and tss confirmed that there was no way to customize or reorder the tabs on the med application. The system functioned as intended after the technical support specialist assessed the device.